Manufacturer narrative:
Device powered up properly after battery installation. No grey display or display anomaly noted. Device was received with a pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 83 alarm and frozen display due to pump error 38 alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had frozen display. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting for pump error alarm. Customer stated that insulin pump had multiple occurrence of the pump error alarm. The customer stated that the insulin pump had grey screen and not advanced anymore. Customer reported that the time clock did not advanced. Customer was able to clear the alarm. The device will be returned for analysis.